Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 53 mg/dl which was treated with 222 mg/dl. Customer states that sensor glucose was 53 mg/dl and blood glucose was 98 mg/dl so sensor glucose and blood glucose difference was not within acceptable range but insulin delivery was not suspended due to sg values. Insulin pump will not be return for analysis.